Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: testing confirmed intermittent responses to the 'up' and 'down' buttons. The 'ok' and 'contrast' buttons responded properly. There was no visible damage on the keypad observed. The keypad cover was removed and contamination was observed under the contacts of all buttons. The battery compartment was cracked at opening of battery chamber extending down to the primary seal. The returned battery cap tightened properly. There was no issue with loss of power and no evidence of moisture damage in battery compartment observed. Unrelated to the initial complaint, the text on the display screen was observed to be dim, discolored and difficult to read. The faded display was removed and replaced with a test display and found to be fully functional. The symbols on the keypad were observed to be worn off and unreadable. The bolus button had no response to testing. The button cover was removed and the internal plug contact was observed to be misaligned with contamination present. Audible alarm reading could not be tested due to damaged bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up and down buttons were intermittently unresponsive for last two weeks. The reporter stated that the keypad was peeling on right hand side. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.